Manufacturer narrative:
(B)(4). Concomitant medical devices: guide wire: sion, guide catheter: hyperion. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that the device was prepped inside the anatomy. It should be noted coronary dilatation catheters (cdc), trek rx, instructions for use (IFU) states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a concentric, de novo, mid left anterior descending artery with moderate tortuosity, moderate calcification and 99% stenosis. Air aspiration was performed inside the anatomy with a 3.5 x 15 mm trek balloon catheter that was being used for pre-dilatation. The balloon ruptured during the first inflation at 5 atmospheres. The device was removed and a 2.5 x 15 mm non-abbott balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.